Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).

Event description:
The customer reported there was a liquid leak around the aspirate probe of the dxh 800 instrument but could not pinpoint the source. There was no report of any patient results being affected by this incident. The user was wearing personal protective equipment (ppe) consisting of a lab coat at the time of the incident. The material safety data sheet (msds) was not reviewed. No injuries occurred and medical attention was not sought. There was no exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) replaced the probe. The fse noticed that the probe wash block had shifted and was out of alignment. He took off the wash block to clean and clear of any clogs. The fse reinstalled the wash block in proper position. He went through probe wash block alignment and sam alignment. Root cause for the leak was a plug in the probe and a misaligned probe wash block. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.